Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 640 mg/dl. Ketone level was high and considered as being dangerous by a healthcare provider. No issues were observed with the pump supplies. The customer went to the emergency room and was admitted to the hospital. The customer was vomiting with abdominal pain. The customer was treated with an insulin drip and was hydrated. Elevated bg/ketones were resolved. Customer was discharged on (B)(6) 2018. As the event occurred in the past, tandem technical support could not determine a possible cause of the elevated bg.